Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for non-malignant pain. Information was reported that the patient stated that they guess the implant doesn't work. The patient stated when the patient uses their patient programmer (pp) the device doesn't communicate with the pp, however, the patient does not have their pp to determine poor communication. The patient also stated the patient had been trying to schedule an appointment with their healthcare provider (hcp). The patient tries to turn the implant on, but "nothing happens". Troubleshooting could not be done due to lack of access to the product. No further complications were reported. No patient symptoms were reported.